Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii deployed the first anchor. When surgeon located the second point to deployed the second anchor, the button would not advance and the anchor could not deployed. Another ar-4501 from the same lot number was used to complete the case. This was discovered during a meniscal repair on (B)(6) 2022. No further issues has been reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.